Manufacturer narrative:
(B)(4). An investigation summary was performed. The investigation of the complaint articles has shown that: parts 2 through 6 (394.46/394.45): the condition of each of the holding sleeves and wing nuts is consisted with significant use and excessive tightening based on the noted indent on the distal flat. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Furthermore, where applicable, the calculated occurrence rate is acceptable under the system risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient or procedural involvement. It is unknown when the reported malfunctions actually occurred; however, the issues were discovered during inventory maintenance on (B)(6) 2016. (B)(4). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an inventory check and basic maintenance was being carried out by sterile processing on (B)(4) 2016. During this check, (B)(4) devices from a large distractor set on consignment were found in need of replacement or repair. There was no reported patient or procedural involvement. All (B)(4) devices were assessed for reportability, but only (B)(4) met the criteria for reporting at this time. They are as follows: (B)(4). This report is 1 of 7 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the lot number 9281665 indicates component 3742 which is part of the complete part as described in the complaint. Manufacturing location: (B)(4), manufacturing date: 13.jan.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: parts 2 through 6: five (5) holding sleeves and four (4) individual wings screw were received. Each wing screw was tested with each holding sleeve and only in two cases could a wing screw be fully threaded into the sleeve component of the holding sleeve. Parts 2 through 6 (394.46/394.45): the condition of each of the holding sleeves and wing nuts is consisted with significant use and excessive tightening based on the noted indent on the distal flat. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.